Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer?s concern was able to be duplicated. A disposable cassette was attached, and functional test was performed, which failed. It was noted that the downstream occlusion (dso) sensor was non-responsive as verified in the a/d screen. Service replaced the (dso) sensor to correct the reported issue. Service also performed a full preventive measure and functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd solis vip pump alarmed with multiple cassettes. There was no patient involved.